Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4.1 row e pockets were not detected on bus 3c and were restored after debris removal, cable reseating, and restart. A field service engineer logged into the hardware test application (hta), removed debris from underneath the pockets, reseated row board cables, performed a restart, and tested the drawer with no issues, completing reactive proactive maintenance (pm). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was not detected on bus 3c for aux drawer 4.1 pockets e1, e3, and e5. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.